Event description:
It was reported that the clip came off. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/05/2007. Information is unavailable; device was not returned for evaluation.